Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. The reported event of out of range cannot be confirmed. It was stated by the patient that she attempted calibration while the transmitter was out of range and that she was taking medication containing acetaminophen. It should be noted that under calibration troubleshooting, the dexcom user's guide states: do not calibrate if the out of range symbol shows in the status area. Additionally, under contraindications it states: taking medications with acetaminophen (such as (B)(4)®) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and may be different for each person.

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015, on behalf of the foreign patient to report that on (B)(6) 2015, the patient stated their transmitter was out of range for an unspecified amount of time. Patient stated that she attempted calibration during this time and that she was taking medication containing acetaminophen. No additional event or patient information is available.